Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the most likely cause of the no image failure was stress applied to the cable unit. The instructions for use (IFU) instructs the user of the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user request was confirmed. The evaluation determined the bad image was caused by a faulty cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus representative reported to olympus, a bad image on a ch-s190-08-lb, hd camera head, prior to an unknown procedure. There were no reports of patient harm associated with this event.